Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failed error and continued to beep after the exposure button was released. This is consistent with a system lockup. There is no uncommanded x-ray. There is no report of pt injury or death associated with this event.